Event description:
After performing an inservice at a hospital site, a medrad cv clinical specialist began to break down the setup of the disposables that are used with the injector system. While trying to remove the syringe from the pressure jacket, he could not turn the syringe and noticed the pressure jacket was very hot. He felt the syringe heat maintainer and determined that it was very hot, as well. It took a while to remove the syringe from the pressure jacket, but when he did remove it, the syringe was not hot. No injury was reported. The system was not used on a patient prior to this issue being found.

Manufacturer narrative:
The syringe heat maintainer was returned for evaluation; however, the investigation is not complete. Once the investigation is complete, a follow-up report will be submitted.